Manufacturer narrative:
An event regarding revision involving an unknown stryker hip was reported. The event was confirmed as revision implant sheet was provided for review. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip were revised. A ceramic 36 + 7.5 head and poly liner were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip were revised. A ceramic 36 + 7.5 head and poly liner were implanted.